Manufacturer narrative:
The reported lot# 00063494 was not found for the reported catalog# 222810. Medical device expiration date: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It was reported that the bd difco¿ purple agar base had performance issues. There was no indication of confirmatory testing, or that results were reported. There was also no report of patient impact. The following information was provided by the initial reporter: "purple agar base that is not performing."

Manufacturer narrative:
Correction: after further review, it was found that the product used in the event is for lab use only and not for patient samples. Therefore, this complaint will be cancelled.

Event description:
It was reported that the bd difco¿ purple agar base had performance issues. There was no indication of confirmatory testing, or that results were reported. There was also no report of patient impact. The following information was provided by the initial reporter: "purple agar base that is not performing."